Event description:
It is reported that the device rattles. Besides, a brown discoloration in the inner part of the attachment compartment is observed. There was no patient harm but a 2 minutes delay has been reported.

Manufacturer narrative:
The product has not been received at the date of this report. A follow up medwatch will be submitted when the investigation is achieved.